Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 7489, serial# (B)(4), product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 7489, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the implantable neurostimulator (ins) was removed because the patient got a big infection at the site and the ins wasn¿t working and the leads were fused in place so they could not be removed. The patient stated that the ins was removed around 2003.